Event description:
It was reported that the camera head had blurry spots. The reported malfunction occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was returned. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional reportable findings. A probable root cause of the reported issue cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the camera head had blurry spots. The reported malfunction occurred during reprocessing. There was no patient involvement.